Event description:
It was reported that pump malfunction occurred with malfunction code 16, with no notable events occurring beforehand and pump identified as part of field correction. There was no adverse impact to the customer's blood glucose level. Technical support provided reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.